Event description:
The customer contact reported melting. On an unspecified date, the ac power adapter was connected to a gemstar pump and was being used to deliver an unspecified medication. After an unspecified length of time, the anesthesiologist noted that the gemstar pump was operating on battery power instead of the intended ac power. At this time, the anesthesiologist reported smoke and melting was noted at the connection of the ac power cord plug and the transformer of the ac power adapter. It was reported that the ac power adapter was disconnected from the gemstar pump and remove from clinical use. The therapy was resumed using the same gemstar pump. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During visual examination of the ac power adapter at the user facility, one of the three blades on the transformer was melted and broken off. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.